Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 05-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain/ pain') in an adult female patient who had essure (batch no. 20238986) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), arthralgia ("joint pain"), headache ("headache"), menorrhagia ("heavy menstrual period"), ill-defined disorder ("illnesses") and fatigue ("fatigue"). At the time of the report, the abdominal pain, arthralgia, headache, menorrhagia, ill-defined disorder and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, fatigue, headache, ill-defined disorder and menorrhagia with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-mar-2020. The most recent information was received on 19-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain/pain') in an adult female patient who had essure (batch no. 20238986) inserted. The occurrence of additional non-serious events is detailed below. On(B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), arthralgia ("joint pain"), headache ("headache"), menorrhagia ("heavy menstrual period"), ill-defined disorder ("illnesses") and fatigue ("fatigue"). At the time of the report, the abdominal pain, arthralgia, headache, menorrhagia, ill-defined disorder and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, fatigue, headache, ill-defined disorder and menorrhagia with essure. Lot number:20238986, manufacturing date:2010/01, expiration date:2013/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.